Event description:
The user's mother reported that her child's implant was coming out of her head. At implantation 2 channels were left extra-cochlear. The user has been explanted on (B)(6) 2025. It has been decided to wait for the skin to heal before proceeding with reimplantation. This report refers to 9710014-2025-00158. For further information please refer to this report.